Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during setup, a cuvette disconnect was experienced. On two occasions, after calibrating the cdi100 cell, an error message displayed "hc disconnect". This event is related to a safety alert submitted by terumo on (B)(6) 2015. The number for this safety alert is 1124841-12/08/2015-004-c. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Method: device from reserve sample evaluated; device-to-device interaction testing; visual inspection. Results: no failure detected. Conclusions: unable to confirm complaint. The actual sample was not returned for evaluation; a retention sample from the same product code/ lot number combination was obtained for the investigation. The retention sample was visually inspected, during which no anomalies were noted. A review of the device history records revealed no manufacturing anomalies. The functionality of the cuvette and magnet was evaluated by connecting the unit to the cdi500 monitor. It was found to have no difficulties connecting to the monitor. The strength of the sample's magnet was measured and found to be within specification. The event reported by the user facility could not be reproduced; therefore this complaint is not confirmed. This event is associated with the voluntary safety alert distributed by terumo on december 8, 2015, and it was confirmed in other events that are also associated with this safety alert, that during these other events it is likely that the magnets were defective with weak magnetic strengths. These magnets are manufactured by an outside supplier, (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.